Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed an uneventful myosure for uterine tissue removal procedure on (B)(6) 2013. "[The] patient was noted to not be in good health at the time and was (B)(6) old". The patient returned to the emergency room (e.r.) On the evening after the myosure procedure complaining of "shortness of breath and chest pains". The patient was transferred into a local area hosp. And expired on (B)(6) 2013. We have been unable to obtain additional information surrounding this event.